Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported leak was confirmed. The reported activation failure could not be confirmed due to the condition the device was received for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported leak. The reported activation failure appears to be related to operational context of the procedure as it is likely the reported leak prevented the device from inflating causing the reported activation failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that the procedure was to treat a calcified lesion located in the tortuous mid-left anterior descending coronary artery. The xience 3.0 x 15 mm stent was taken to the lesion; however, the balloon failed to inflate, and the stent was not deployed. After removal of the stent delivery system, blood was noted in the shaft of the device. No additional information was provided.